Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that the suspected disc used contained compressed images. Resulting in the "unable to interpret header" error message. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure the navigation system would not load patient exams when attempting to load via cd. An unable to interpret header error message was displayed. When the site attempted to load the exams with unstructured alternate module, system became unresponsive. Site attempted to load the exams second time via cd the disk appeared to be loading but no action could be seen. A medtronic representative suggested site to load exams without compressed exams. Issue was resolved when site burned the disk with uncompressed exams, the exams could be loaded onto the navigation system. There was no patient present at the time of the issue.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue as the exam was found to be compressed. The software functioned as designed.